Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: viper/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following adverse events occurred for patients with adult deformity undergoing posterior thoracolumbar instrumentation with sacropelvic fixation with the viper s2 alar-iliac (s2ai) between 2016 and 2020: three (3) occurrences of wound infection. Three (3) occurrences of hardware failure. One (1) occurrence of bilateral lower extremity swelling. One (1) occurrence of left foot drop. One (1) occurrence of proximal junctional kyphosis. One (1) occurrence of symptomatic hardware. One (1) occurrence of wound dehiscence. One (1) occurrence of delirium . One (1) occurrence of pneumonia. One (1) occurrence of stroke. One (1) occurrence of ileus. Three (3) occurrences of reoperation for debridement. Two (2) occurrences of revision for proximal junction kyphosis. No other information is available. This report involves one unk - screws: viper. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g3. Date received by manufacturer h6. Component code investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.